Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked and bleeding lcd glass, cracked case near display window corners and minor scratches on display window noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing display screen to look charred and burned. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.